Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, septic shock, multi-organ failure and subsequently passed away due to these events along with other indications. The causes of the peritonitis, septic shock, and multi-organ failure were not reported. Treatment was not reported. On an unreported date, the patient was hospitalized for an unspecified indication. Subsequently, the patient passed away. The causes of death, per the death certificate, were multi-organ failure, septic shock, peritonitis, peritoneal dialysis along with other stated past medical history. It was not reported if pd therapy was ongoing until the time of death. No additional information is available.